Manufacturer narrative:
Device evaluation: visual analysis of the photographs the patient's surgery seems that both devices are broken, however the devices are not well appreciated in the photograph. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device was explanted.

Event description:
Patient reported right side "intense pain, burning, hard prosthesis" and "ruptured." Healthcare professional reported on imaging ¿circumscribed nodules, with high t2 signal with fat suppression, without post-contrast enhancement, in the lateral inferior quadrant of the right breast measuring 1.6 cm," " radial folds," " benign calcifications," "extremely dense fibroglandular tissue, which could decrease the sensitivity of mammography," "a simple cystic formation is noted, translated by an anechoic rounded image, well delimited, with regular contours, producing posterior acoustic reinforcement, located in the inferolateral quadrant, measuring 1.3 cm.¿ patient additionally reported cyst not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.